Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was not connected to network. A field service engineer (fse) confirmed that the technician arrived onsite and found the station had no internet connectivity. The technician replaced the commsled, but this did not resolve the issue. Further investigation revealed that it had been deleting dominions without notifying bd. The technician reconfigured the station to use dhcp, after which it connected to the network without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had station not connected to network. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.